Event description:
It was reported that the customer accidentally delivered a bolus, and experienced low blood glucose levels.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.